Event description:
There seems to be a weakness in the stent. It bends easily and feels unstable. The first stent they tried to place was removed and a new one was used. The first stent was thrown away by mistake. Rep update: when the stent was to be inserted into the biopsy / working channel via the pusher, there was a lot of resistance, the stent was bent and could not get through. We tried to change button on the working channel, but this did not solve the problem. The stent bent / broke at one flap in both cases. This has been tried with 2 stents, which were 5cmx10fr a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence lab evaluation date: 02 feb 2022: visual inspection: kink noted on the tapered end a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-jan-23.

Manufacturer narrative:
Device evaluation: 1 x clso-10-5 of lot number c1755105 was returned to cirl for evaluation. 1 x complaint device was not returned as the device was disposed of at the user facility. Lab evaluation: the returned device was evaluated in the laboratory on 02 feb 2022.. A major kink was noted on the tapered end approximately 2 cm from the tapered end. A 0.035" wireguide passed through the stent. Image review: n/a. Documents review including IFU review: prior to distribution all clso-10-5 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for clso-10-5 of lot number c1755105 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1755105. There is no evidence to suggest that the user did not follow the instructions for use (ifu0045-7). Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred due to user handling while preparing the device. Attempts were made to gather additional information however this information was not available. Should this information become available the file will be reopened and updated accordingly. Summary: complaint is confirmed based on customer testimony and verification in the lab. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This report is be submitted as a correction report as the product lot # field in the previously submitted report required correction.